Manufacturer narrative:
H6: investigation summary one photo was provided by the customer for quality investigation. The customer complaint of foreign matter was verified based visual evaluation of the photo provided by the customer. From the photo provided, an unidentified dark colored, foreign matter can be seen in different locations through out the tubing. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported that ext set .2 mf low sorb had foreign matter in the tubing. The following information was provided by the initial reporter: material #: 10013902 batch/ lot #: unknown it was reported that contaminants were found in the tubing.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown (B)(4). Investigation summary: one photo was provided by the customer for quality investigation. The customer complaint of foreign matter was verified based visual evaluation of the photo provided by the customer. From the photo provided, an unidentified dark colored, foreign matter can be seen in different locations through out the tubing. A device history record review could not be performed on model 10013902 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that ext set .2 mf low sorb had foreign matter in the tubing. The following information was provided by the initial reporter: material #: 10013902, batch/ lot #: unknown. It was reported that contaminants were found in the tubing.